Event description:
The plaintiff's attorney alleged that the pt experienced myocardial hypoxia subsequently expired following hemodialysis treatment on or about the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of death is not known and is estimated based on the reported info.